Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported during a cit procedure, the resident was still on setting 9 and misused the pedals to coagulate a bleeder with a procise max coblator, as a result they went right through the capsule and had to use a standard bipolar device to cauterize the bleed. The bleed stopped and the patient went home. After the procedure, the patient got pneumonia, cough a lot to the point where the scab caused by the bipolar device fell and caused an important re-bleed at day 8 which required the patient to be rushed to the hospital. The patient was re-operated to stop the bleeding. The bleed was controlled and the patient status was good.